Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in outpatient clinic and noted to have developed drainage from the percutaneous lead (driveline) site with surrounding erythema which was present for approximately one week. The caregiver reported stopping the use of chlorhexidine to clean the area and was instead using alcohol. The patient denies fever or chills. The patient was prescribed levaquin 500mg daily for two weeks. The site wound culture showed moderate pseudomonas aeruginosa. At the next office visit, the site was noted to have blood tinged drainage and some development of friable tissue. Silver nitrate was applied and levaquin was continued. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported drainage at the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.